Event description:
It was reported that on a just right stapler procedure on (B)(6) 2022, the physician reported that while using 2 loads of the sapler in order to go more distal on the bronchus the physician reported that the first staple load sealed and the second did not. This was noticed inmediately and repaired with only additional anesthesia time. No other information is available.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
On 08-july-2022, members of the bolder team met with dr. (B)(6) to view a video of the event. Dr. (B)(6) attended as clinical expert, and engineering expert attended as well. During the video, two reloads are used. The first one fired as intended. As the second one is clamped onto the tissue, dr. (B)(6) observed that the tip of the stapler appeared to be splayed, while they should be parallel. This provided an indication that there was too much tissue in the jaws, or that further compression was needed. Although no device was returned and the root cause cannot be conclusively determined, a potential root cause is clamping on tissue outside of the indicated range. The cause of the deformation was most likely caused by clamping on tissue outside of the indicated thickness range.